Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to moisture. The customer states pump got splashed with fluid and now it vibrates three times and then pauses followed by a blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No blank display anomalies or unexpected vibrating noted. Unit passed selftest. However, unit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test due to motor anomaly. Unit received with corroded electronic assemblies. Unit received with peeling serial number label, stained keypad overlay, minor scratches on case and minor scratches on lcd window.